Manufacturer narrative:
(B)(4). No motor error alarm, e70 alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error. Customer¿s blood glucose level was unknown. Customer stated that the insulin pump's history contain motor error and motor position encoder error. The customer stated that the drive support cap was normal. The customer stated that the insulin pump had no delivery. Customer was assisted with troubleshooting and said insulin pump able to complete rewind. The insulin pump will be returned for analysis.